Event description:
The manufacturer received information alleging the negative flow calibration test had failed during preventative maintenance on a trilogy 100 device. There was no report of patient harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.